Manufacturer narrative:
Received only catheter. The exterior of the sample was inspected and no evidence of a failure was found that would support the reported event. Per functional testing the balloon was inflated with 10cc water using a lab syringe and normal fill technique, and the balloon inflated without difficulty in 6 seconds. The inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The dimensional evaluation results were as follows: eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 23/32¿; eye snip distance from proximal cuff 8/32¿; rubberize thickness 7 thou; reinforcement 145 thou; inflation funnel thickness 51 thou; balloon thickness (average) 23 thou; inflation lumen coverage 10 thou. The reported event could not be confirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse tried to inflate the catheter balloon, and the inflation arm inflated rather than the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse tried to inflate the catheter balloon, and the inflation arm inflated rather than the catheter balloon.